Event description:
Pt with breast implant for reconstruction 11 yrs ago presents with chronic seroma on left side. Pt taken to operating room for eval of seroma/hematoma. Intraoperatively, fluid looked suspicious with a very thick capsule. Implant was textured saline. It was removed. We performed a full complete capsulectomy, fluid was taken to pathology/cytology for frozen and also permanent. Capsule was also taken for pathology. Confirmed for alcl on permanent pathology. Pt had replacement implant at the time with smooth silicone.